Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost motor function in their upper and lower extremities in postoperative recovery after permanent ipg implant. As a result, surgical intervention was undertaken wherein the entire scs system was explanted. Reportedly, the patient remains hospitalized. Follow-up identified the patient is unconscious, however their un-assisted respiratory function is improving. The issue is unresolved at this time..

Event description:
Additional follow-up information revealed the patient is still hospitalized with no improvement in motor function.